Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the cause of the reported procedure cancelled/rescheduled event was due to the foot pedal not working, but the cause for the foot pedal not working could not be determined. The investigation conclusion code of cause not established was selected.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. Prior to procedure, the foot pedal dynaglide mode was not working. The case was postponed, and there was no patient complications reported.

Manufacturer narrative:
D2b - pro code: mcx. G4 - premarket / 510(k) #: p900056.

Event description:
It was reported that the procedure was cancelled. Ace rotablator was selected for use. Prior to procedure, the foot pedal dynaglide mode was not working. The case was postponed, and there was no patient complications reported.